Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device inappropriately withheld therapy due to wavelet match threshold scores. Reprogramming was done to adjust the wavelet match threshold higher. The device remains in use. No patient complications have been reported as a result of this event.